Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the machine has been stuck in disconnected mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the device had entered disconnected mode. A field service engineer brought the machine to the other endoscopy room and plugged it in using the ethernet cable from another machine, and it connected immediately. The engineer then tried the cable from the original room, and the device failed to connect. As there was no ethernet cable available in the depot, user planned to obtain one from the hospital it department. The engineer logged into admin mode and found that the network was not detected. The network cable was replaced, and the station began communicating. The customer verified that patient data was successfully crossing over. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es got stuck in disconnected mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.